Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with display problems was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a faulty main display. The main display was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility technician reported a colleague infusion pump with display problems. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.04.00 - unremediated